Manufacturer narrative:
(B)(4).

Event description:
This lead was replaced due to noise and svt issues. There was an insulation issue that occurred during the explant. The insulation separated from the proximal atrial pole.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular approx. 13 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation of noise as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. During further analysis approx. 49 cm distal to the is-1 connector pin the proximal part of the lead was found pulled out of the proximal atrial ring electrode. The conductor cables to the atrial ring electrodes as well as the conductor cable to the ventricular ring electrode were found fractured. This damage most likely occurred due to tensile forces applied during the explantation procedure as reported in the complaint description .additionally the conductor cable to the shock coil was found coiled inside the lumen of the df-1 connector. This finding indicated a fracture of the conductor cable to the shock coil which could be confirmed during the electrical analysis. It is reasonable to assume that this damage also resulted from mechanical forces during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.